Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient ended up with air in their peritoneum after automated peritoneal dialysis (apd) therapy on the homechoice device and cassette. The machine was reported to have not alarmed. The patient went to the emergency room when they felt uncomfortable and their "belly bulging." The testing determined that the patient had air in their peritoneal cavity. At the time of this report, the patient had an unspecified surgery and was being treated in the intensive care unit. The patient discontinued apd therapy and began hemodialysis. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification with issues noted. Inspection revealed a clean, straight cut of about 20mm across the cassette. Leak testing, pressure testing and functional testing were performed which revealed an air bubble in the patient line. The reported condition was verified. The cause was undetermined. A nonconformance was initiated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.